Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was taking a shower and when they got out insulin pump beeped, display was blank and insulin pump had crack at battery compartment. Customer's blood glucose value was unknown. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic and motor assembly. Device received with cracked case behind the device near the battery tube compartment.